Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not returned for evaluation. Based on the available information, which may include the device (if returned), images, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is a patient-specific event. According to the event description, the event was determined to be unrelated to the univers apex system, which was implanted on (B)(6) 2016. The complaint allegation was not confirmed.

Event description:
On 7/7/2025, a clindex notification was received regarding a patient listed in the shoulder arthroplasty registry who experienced subscapularis failure nearly 10 years after the initial surgery. The patient presented with early glenoid loosening on (B)(6) 2024 and was subsequently revised to a reverse total shoulder arthroplasty. The event was indicated as unrelated to the univers apex system implanted on (B)(6) 2016.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.